Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient had a check up the day before the report with her healthcare professional (hcp) and stated that she was uncomfortable referring to discomfort from urinary retention, which resulted to an ultrasound scan of the patient's bladder and was noted she was holding urine. The hcp increased amplitude by one digit, from 1.7 to 1.8. The hcp told the patient that it was okay to catheterize if she has discomfort. The patient catheterized the night before the report, she was holding 500cc's and she stated she now knows why she was uncomfortable. It was reported that the patient got up a couple of times during the night after cathing, went on her own maybe a total of 200cc's, and every time she goes into the powder room it's been about 100cc's. Also, it was noted that the patient hasn't been drinking a whole lot, she had some water with her pill and a cup of tea. Furthermore, the patient reported that in the beginning she felt a difference and it seemed to be working better for her, but as time went on it gradually gotten worse and not doing a whole lot. Thepatient mentioned and confirmed her hcp's statement that she doesn't seem to be having as many problems at night as she does during the day. The patient also stated that it seems as though when she was standing and walking doing an everyday thing, there is a pressure and when she goes to bed and lays down, it takes the pressure off and she has to get up and go to the bathroom more during the night. Also, the patient used to have a potty with measurements on it and she would fill it up twice in a night. The patient was also wondering if the urinary issue may be related to a previous back surgery she had. More also, it was reported that the patient once increased the amplitude too high and it felt like a biting sensation. However, the patient confirmed at that time she was able to decrease to a comfortable sensation. During troubleshooting, the patient increased amplitude, she initially felt stimulation sensation. However, later on in the call, she stood up and no longer feels the stimulation sensation. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient¿s healthcare provider changed their program on friday (B)(6) 2018. Progressively on friday, they began to feel pressure to run to the bathroom to void. This became more frequent until they constantly had pressure and discomfort and it started to bother them quite a bit. They talked with their healthcare provider about turning stimulation off and were assisted with confirming that stimulation was off. It was noted that they were on program 4 at 2.7v. The patient declined any therapy changes, noting that they were waiting for the nurse to call them. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the went in for their checkup after surgery and their healthcare provider (hcp) changed their settings from program 1 to program 2 because the patient did not think that they were emptying enough. However, according to the patient program 2 did not work at all. The patient indicated that they were holding too much and was very uncomfortable and the patient needed to catheterize so the patient moved back to program one. The patient reportedly gets up in the middle of the night to go to the bathroom, but the caller indicated that they were having 50% symptom reduction. Patient status is unknown at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they went to the bathroom quite often and that ¿it still keeps her up at night.¿ they further stated that it did not feel ¿like she's bringing out a whole lot and isn't sure if she should continue to increase¿. It was noted that the patient had no therapeutic effect since implant. The patient mentioned that the trial worked great. They had tried slowly increasing the stimulation but it did not seem to help. There were no further complications reported or anticipated.